Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced hyperglycemia with a highest glucose of 362 mg/dl while wearing a flex infusion set on the abdomen and using a g7 sensor; the user believed stress and anxiety related to a medical appointment contributed, did not change supplies, and allowed the pump to deliver corrections that returned glucose to range, with no device component implicated. Symptoms included hyperglycemia and anxiety. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.